Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had buttons are less responsive when she first got the insulin pump requiring two or three pressed to respond. No harm requiring medical intervention was reported. The customer stated that they received motor error alarm and battery cap was more difficult to remove and replaced than when she first insulin pump. The device will not be returned for analysis.